Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the load process and while the pump was in use. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 30 and arranged to replace the customer's pump. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on how to put the pump into storage mode. The faulty pump will be returned to tandem, and the customer has been advised on the steps to take upon receiving the replacement.